Event description:
It was reported that during an arthroscopiy surgery the suture tore while tightening the loop. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed as the device was received incomplete and no images were submitted to evaluate the damage. One unpackaged ar-3641-1 was received for investigation. Visual evaluation noted no issues with the device. However, it was noted that the device was returned without the sutures. Functional test was not performed due to not receiving the suture system. The most likely cause for the reported failure can be attributed to prying/leveraging the device during insertion.